Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer initially reported that she was seeing a semi-circle ring in her vision 2 days after having had an intraocular lens (iol) implanted. She indicated that eye drops she was using were not helping with her issue. She mentioned that maybe her eyelid was causing the issue due to if she lifted her eyelid the ring seemed to subside somewhat. In a follow up, the surgeon clarified that the patient was experiencing a negative photopsia. Pupil constricting drop were prescribed in an attempt to treat the image in the vision, but the drops did not help. The surgeon is hoping that the event will spontaneously resolve.